Event description:
It was reported that a type ia endoleak was discovered from the proximal end of the converter stent graft. The endoleak was seen a CT that was done approximately two weeks post implant. No intervention was performed. The patient is fine. Reference MFR # 2953200-2012-02186.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).